Manufacturer narrative:
A ge representative evaluated the system and reseated the circuit cards in the generator. System operates as intended. (B) (4).

Event description:
The customer reported a gv generator error. No pt injury was reported.